Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed inappropriate atrial tachy response (atr) events. There was atrial far field over sensing on right ventricular pacings. Programming options were recommended for this system and a chest x ray was recommended in order to determine if the ra lead was in its original position. The pacemaker and the ra lead remain in service. No adverse patient effects were reported. Additional information has been received from the field mentioning the device has been reprogrammed around blanking periods and the over sensing was mitigated. All other atrial lead measurements were within normal limits and consistent since implant, chest x-ray not performed. There were no adverse patient effects were reported. The pacemaker and the ra lead remain in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed inappropriate atrial tachy response (atr) events. There was atrial far field over sensing on right ventricular pacings. Programming options were recommended for this system and a chest x ray was recommended in order to determine if the ra lead was in its original position. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.